Event description:
It was reported that during preventative maintenance by getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) unit is not passing patient interface module tests. There was no patient involvement.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is not passing patient interface module tests.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the pneumatic module assy to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed patient interface module assembly was returned to the failure analysis and testing department(fat) for investigation. Performed visual inspection of a patient interface module assembly per the cardiosave service manual and found no visual damage and the part looks to be in good condition. Installed into the cardiosave test fixture for testing the reported problem. Performed and tested in accordance with procedure and the cardiosave service manual. Found that during the test the unit ask to plug the iab port, but the port was already plug, that could be a big leakage on the pim. The failure analysis and testing department was able to replicate the failure experienced by the customer. Retaining the patient interface module assembly in the failure analysis and testing department per procedure.